Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, the surgeon fired to pulmonary parenchyma with stapler, however the stapling and resection were not performed at all and a part like a metal plate appeared from the articulated part of the cartridge. The lung was very hard. The surgeon articulated the jaws with maximum angle and clamped the tissue,then the display screen showed the device was ready for use. The surgeon considered the thickness of the tissue and waited for a while ,then started the firing. The firing speed seemed to be constant. After the firing ,the surgeon tried to return the knife to the initial position, however could not return the knife and could not close the jaws. Surgeon re-tried to open the jaws again, then finally could open them ,however he/she noted the tissue was not stapled nor resected at all. He/she tried to remove the cartridge out of patient's body, however could not remove it from the trocar point. He/she slightly extended incision of the trocar point just to remove the cartridge out of patient' s body. The surgical time was extended by less than 30 min. Additional tissue resection was required due to the issue. The device was removed from the tissue by additionally resecting the tissue. The incision site was extended by less than 3 cm. The procedure was completed with another device. There was no patient injury.